Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and gastroparesis, with a reading of 278 mg/dl. The customer also experienced nausea and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple no delivery alarms and one motor error alarm in the alarm history. The insulin pump passed the displacement and self tests, but there was no tubing clamp for the high pressure test. Nothing further was reported.